Event description:
It was reported that the 9800 system intermittently displayed a low ma warning message. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Performed a high voltage setup, adjusted the ma null on the high voltage regulator board and completed a filament calibration. The system was tested and found to be working as intended and placed back into service.